Event description:
It was observed that during the device evaluation, the ureteroreno videoscope exhibited dirty objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the dirty objective lens, the cause was due to factors within the environment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.